Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited low out of range pacing impedance measurements of less than 200 ohms and high threshold measurements. The physician suspected the cause of the low impedance to be an abrasion. A revision procedure was performed where fluoroscopy imagining was performed without any significant findings. The lead was tested on a pacing system analyzer (psa) and showed low impedance at 220 ohms. Subsequently the physician opted to surgically abandon the rv lead and explant the pacemaker.